Event description:
It was reported that bd intima ii leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, at 0900 hours while treating a patient with an IV indwelling needle for an infusion, a leak developed in the indwelling needle tubing. The patient was immediately treated with a replacement indwelling needle and the patient was communicated with no adverse effects to the patient.

Manufacturer narrative:
D. The material number was not provided, and the lot number 2107317 provided have not been found and cannot be verified. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
1. From follow-up information: the leakage site is at the septum, and no defective sample and photo are returned for the complaint. 2. DHR/bhr review lot#2167317 1-this batch of products were assembled at intima ii auto line 4 in june 2022, and packaged at cfs package line in june 2022. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. All tests are passed, and no leakage is found at the at the septum. Please refer to the attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar have been received from other hospitals regarding this batch of products. As the abnormal state at the septum of the complained sample cannot be identified, so the root cause of the leakage there cannot be determined.

Event description:
No additional informaiton provided. Lot number was incorrectly identified as an invalid lot number. Supplemental has been filed to correct this error.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.